Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a normal device check. Upon interrogation, the implantable cardioverter defibrillator had non-sustained right ventricular oversensing episodes. The noise was seen on the discrimination channel. Programming changes were made; however, it was unknown if the issue was resolved.

Event description:
New information noted that the noise was on the right ventricular lead rather than the device. Lead revision was performed on (B)(6) 2018.